Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received bilateral primary attune tka to treat medial compartment arthritis. The patella was resurfaced and depuy cement x 2 was utilized on each knee. The procedure was completed without complications. Part/lot information for right knee on page 8 and for left knee on page 7. Patient received a bilateral knee revision to treat pain and recurrent effusions secondary to right and left tibial tray loosening. Upon entering the right and left joints, the surgeon debrided scar tissue. The femoral components were well-fixed and revised. The tibial tray was loosened and debonded at the cement to implant interface and revised on both the right and left side. There was no reported product problem with the revised tibial inserts. The bilateral patellas were retained. The patient was revised with a depuy revision construct utilizing depuy cement. The procedure was completed without complications. Doi:(B)(6) 2015, dor: (B)(6) 2019, left knee.